Event description:
The clip applier was used during a low anterior resection. It was reported the clip applier misfired and the jaws broke. Another device was used to complete the case. No pt consequence.